Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. The visual inspection noted a cuff/ridge on the catheter balloon; however, no others defects were observed. Per the functional evaluation, the balloon was inflated with air and deflated; a cuff roll was formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. It was then deflated by itself and a cuff roll was formed. Per the dimensional evaluation, the active length was measured and the results were as follows: short side= 0.8185¿, long side=0.8435¿ (per dwg8040 the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the patient received fluid bolus and lasix for low urine output. A short time later, the catheter was allegedly found outside of the patient with a deflated balloon. A new catheter was inserted and 1200 ml of urine were reportedly drained.